Manufacturer narrative:
The test run prior to the repair showed that the handpiece was running out of specification. The power consumption was too high and the heat up was reproducible. After disassembly it got visible that the ball bearings have been worn out, causing higher friction and hence heat up. According to dental office was last repair done with not certified non-kavo spare parts. Hence product was used in a condition not approved and released by the manufacturer. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Service may only be carried out by kavo-trained repair shops using original kavo replacement parts.

Event description:
During a multiple crown preparation to teeth # 2-4 the dentist recognized that the lower lip had become blanched. He stopped immediately the treatment and realized the burn. A second burn to the right buccal mucosa was discovered after the handpiece had been changed and the preparations were complete. Both lesions have been approximately 1-2cm in size. Vitamin e and sockit, an aloe vera gel have been applied to the burns. The delivery of the crowns was delayed due to the injury. As the patient was not in much pain it was decided to deliver them on 12/1 instead of 11/29. No medical care necessary related to the burns.